Event description:
Pt had mid thigh pain due to distal stress shielding on the amistem. After two months, the pt feels better. No revision surgery planned so far. Medacta was informed on (B)(4) 2013.

Manufacturer narrative:
Document review: amistem h femoral stem size 3 std - ref. 01.18.133 / lot 102667 (60 stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. (B)(4) stems belonging to this lot have been already implanted and no incidents have been reported up to now. Pain was probably due to stress shielding: the reduction in bone density around the stem (detected through x-rays). From the data collected, the cause of the problem is unk and we do not have evidence that the event is device related. A f/u will be submitted in case of add'l info received.

Manufacturer narrative:
No further information has been received concerning outcomes for the patient nor about the revision surgery. The x-ray were checked by an expert surgeon that added a following comment: on the postop x-ray we can see irregularity at the greater troch. With little cysts. That is an indirect sign for chronic tears in the hip abductor tendons. When there is a weakness of the hip abductors, automatically there is more adduction while weight bearing and a typically trendelenburg sign. In such cases I have seen such hypertrophy of the medial cortex. My personal opinion in such a case is to take an approach through the tear (transgluteal) and try refixation of the tendons at the end. The case was finally closed with the information available at that time.